Event description:
A patient advised that she was implanted with a cslp variable angle plate and screws for a c5-c6 discectomy on (B)(6) 2006. She reported prolonged pain and choking incidents. On (B)(6) 2010 she was returned to the operating room for removal of the hardware. The distal portion of two inferior screws were left in the patient. The patient was revised through a posterior approach with implants from c4-c7. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.